Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and stated they received a no delivery for the past 4 days on the insulin pump and high blood sugar's in the 600 mg/dl. Troubleshooting was performed. The customer reports the alarm did not occur during manual prime. The customer reports the alarm was resolved by a complete set change. Nothing is returning. The customer is treating with manual injections.